Event description:
This report includes corrected device information and an updated medical device problem code.

Manufacturer narrative:
Corrected information: b5, d4, g3, h2, h4, h6.

Event description:
Related manufacturing reference: 2184149-2024-00160. During the supraventricular tachycardia procedure, communication issues resulted in a procedural delay. While using ensite x v3.0.1 in voxel mode, a tacticath se was connected to the ensite x amplifier with an se cable to se1 or se2 on the amplifier, and the system immediately displayed, "unexpected error" and the study was automatically closed. The amplifier, dws, and tactisys were all restarted but the issue was not resolved. The catheter was replaced but the issue persisted. The procedure was completed using the second catheter in navx mode and without connecting the se cable of the catheter to the amplifier, without magnetic navigation. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor met specifications during electrical testing with no short circuits detected and the 10-pin connector eeprom met programming specifications. It was also determined that the catheter had a batch number 8972373 expired on 31aug2024 which was prior to the reported event date of 02 sep 2024. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event could not be attributed to this device.